Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The advancer tube was engaged to the distal tamp lock. The distal end of the shuttle cartridge was torn; this could have happened when the user tried to unsheath a jammed device. A piece of sealant was found adhering to the inside wall of the torn cartridge. The procedural sheath was not returned; which indicated that the device may have been manipulated subsequent to the procedure. The catheter, shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1405203) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause for the reported device deployment jam could not be conclusively determined.

Event description:
The following info was reported: the 6f/7f device was prepped and inserted into the sheath. Balloon was inflated, marker was checked. Balloon pulled back to the sheath, arteriotomy, side port was checked. Device was shuttled down to a hard stop, physician said he did not hear the click, but felt a definitive stop, and could not advance any further. He then attempted to pull the sheath out of the tissue tract, however, it would not budge. He attempted again and the sheath did pull back with resistance, however, the tamp tube was not engaged. He then deflated the balloon and pulled the device and sheath out. The sealant was not deployed and was jammed in the distal portion of the sheath, still in the black mynx housing along with the tamp tube. Manual compression was applied to 30 minutes. The pt was not hospitalized.